Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a patient in cardiac arrest. Upon power-on, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) with no patient on the device. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) "displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the initial functional testing and archive data review. The root cause for the (ua) 07 error was due to defective load cell module 1. The cracked cover and defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed a crack on the front enclosure. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure needs to be replaced to address the observed physical damage. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test revealed that load cell module 1 exceeded the normal parameters. The load cell needs to be replaced to address the (ua) 07 error message. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).